Manufacturer narrative:
(B)(4). Additional information: returned empty the analysis results found that the er320 device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon was clipping the cystic duct when the clips were not loaded into jaws all the way, clips were not closing all the way, and clips scissored, nurse said patient had some bleeding due to medical condition, not due to issue with devices. Customer said it is unknown which firings, there was no cholangiogram done, devices were not fired over another clip/hard structure, no resistance was felt when firing, and no unusual noises were heard. The case was completed with a fourth device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).